Event description:
Originally thought to be a return of a demo unit for testing. Gyrusacmi was notified with additional information on (B)(6), 2012 that while a surgeon was performing a lavh on a patient using a pk lyons dissector accompanied with bi-polar scissors. Surgeon stated that he burned the patient by using too much energy on or near the patient's ureter.

Manufacturer narrative:
The generator was inspected and tested, passed all functional tests. All the output powers were within the manufacturer specification. The software was upgraded from v2.04 to v2.06. The unit was calibrated, fault log cleared, retested, passed all functional tests, output powers are within the manufacturer's specifications, passed rf leakage current tests, electrical safety test, earth bounding test and final test.